Event description:
Customer reported they felt the output of their vaporizer was lower than expected. There was no reported pt injury. Investigation/conclusion: the unit was returned to the manufacturing site for investigation. The vaporizer was disassembled and metal contamination was noted under the thermostat flapper. This is the first MDR for a tech 7 vaporizer where in the fault was due to metal contamination. Datex-ohmeda procedures for the control of particulate contamination are under continual review.